Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired from an unknown cause. Additional information was requested but not provided.

Event description:
It was reported that the patient had developed right heart failure and was on inotropes. Cause of death was cardiac arrest and right heart failure.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established during this evaluation. The account reported that a device-related issue did not cause or contribute to the patient¿s right heart failure and the device had operated as intended. No further details regarding the events leading up to the patient¿s death were able to be provided. It was reported that heartmate 3 lvas, serial number (B)(6) , would not be returned for evaluation. No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h3: correction . Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. A specific cause for the reported event, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and no product has been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the returned pump. The hm3 lvas instructions for use (IFU) provide a list of potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.